Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and tibial loosening. Loosening occurred cement/implant interface. Cement manufactured by depuy. A concern for possible nickel allergy was also noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/5/2016: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and loose tibial component at the implant to cement interface. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided smartset hv bone cement 40g (product code 3092040, lot number 7807519) found an additional report. A previous DHR review ((B)(4)) did not reveal any related manufacturing deviations or anomalies on the reported lot number (7807519). A worldwide complaint database search found no other reported incident(s) against the remaining product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lot numbers (477957 and 3493795). (B)(4) has been undertaken to investigate attune post operative loosening further. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.